Event description:
A (B) (6) male pt was contacted by lifecor customer support for a follow-up survey. The pt told support that one of his battery packs was not working properly. He stated that another battery pack was showing "battery pack faults" when placed on the charger. Support sent the pt replacement battery packs.

Manufacturer narrative:
Device eval summary: device evals battery pack (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. Battery pack (B) (4) would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. Battery pack (B) (4) was full of water. The pca was shorted out. It was scrapped. No adverse event occurred due to the defective battery packs. The pt received replacement battery packs. Device MFR date: battery pack (B) (4) - 10/2008; battery pack (B) (4) - 07/2008.